Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported her blood glucose was over 500 mg/dl, despite changing the insertion site multiple times. She stated she attempted to delivery 85.03 units of insulin over the course of a day, but felt like she had only received about 10 units. The customer also attempted to run a temporary basal and bolus, but did not have success in lowering her blood glucose. At the time of troubleshooting, customer's blood glucose was 471 mg/dl. Her symptoms included nausea and thirst. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no air or leaks were found. All boluses were recorded in the insulin pump history and the settings appeared to be correct. When the customer removed the infusion set from her body, the cannula was neither bent nor occluded and the site was not sore or irritated. The high pressure test could not be performed. A self-test was run and passed for low reservoir alarms. Nothing further reported.